Manufacturer narrative:
This case was assessed as reportable to the FDA. The device history record could not be reviewed as the lot number was not provided.

Event description:
A female consumer (dob: (B)(6)) reported she was injected with radiesse. Medical history and concomitant medications not reported. In (B)(6) 2012, the patient was injected with an unspecified amount of radiesse to the nasolabial folds. The patient reported she was injected into a blood vessel. An unspecified time post injection, the patient developed necrosis and permanent scarring. Causality, lot, and treatment not reported.